Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that the right atrial lead exhibited low pacing impedance and high capture threhold. The lead was capped and replaced on (B)(6) 2026. There were no patient consequences.